Manufacturer narrative:
H6: after the file was reviewed, it was decided to remove a26 fdd annex a code from the patient programmer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient said the programmer doesn't work. Patient said the screen showed the word medtronic yesterday and today it is just dark and blank and doesn't light up no matter what they do. Patient confirmed the programmer has not been dropped or wet. Patient visually inspected the battery compartment during the call and said it looked fine, pt put in a brand new set of kodak alkaline batteries in the programmer and the screen did not light up at all. Won't power up despite changing batteries. The issue was not resolved through troubleshooting. An email was sent to the repair department. No symptom reported. Additional information received from the manufacturer¿s representative (rep) reported the patient is having issues with their replacement programmer in that it won't connect to either of their ins's. The rep met with the patient and used their personal patient programmer and was able to connect to both ins's without issue. The patient stated that their replacement programmer is doing the same thing as the previous programmer. The rep provided the patient with their personal programmer so they have the patient's replacement programmer in their possession.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial# (B)(6), product type: programmer, patient product ID 37642, serial# (B)(6), product type: programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 37642, serial/lot #: (B)(6), UDI#: (B)(4). H3. Analysis of the patient programmer s/n (B)(6) found no anomaly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.